Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
A low readings issue was reported with the adc freestyle libre sensor. Customer received reading of 82 mg/dl on the sensor scan compared to a result of 300 mg/dl obtained on an unspecified meter and she doubled the dose of insulin (type unknown) in the mid night. Customer was unable to wake up in the morning. Paramedics was called and upon arrival, a reading "over 600 mg/dl" was obtained and customer received unspecified treatment to "contract" the glucose levels. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low readings issue was reported with the adc freestyle libre sensor. Customer received reading of 82 mg/dl on the sensor scan compared to a result of 300 mg/dl obtained on an unspecified meter and she doubled the dose of insulin (type unknown) in the mid night. Customer was unable to wake up in the morning. Paramedics was called and upon arrival, a reading "over 600 mg/dl" was obtained and customer received unspecified treatment to "contract" the glucose levels. There was no report of death or permanent injury associated with this event.